Manufacturer narrative:
For the three reported complaints, two lot numbers for the device were provided, a manufacturing review will be performed and one lot number was unknown. The samples were not returned to the manufacturer for inspection/evaluation. Of the three reported complaint, medical records were provided and reviewed. One medical record confirmed for filter migration and the other two medical record confirmed for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device or device component and patient device interaction problem. These reports were received from various sources. Three events did involved patients with no patient consequences. Three patients ranged from (B)(6) years of age, three patients were female; however, weights were not provided.

Manufacturer narrative:
H10: for the three reported malfunctions, three lot numbers were provided and a manufacturing review was performed. The samples were not returned to the manufacturer for inspection/evaluation. Medical records were provided for the three malfunctions and medical images were also provided for one malfunction. One medical record confirmed migration and was inconclusive for patient-device interaction problem. Two medical records, including one medical image, confirmed a patient-device interaction problem and migration of the device. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: d4 (lot number). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model: rf310f vena cava filter allegedly experienced migration of device or device component and patient device interaction problem. These reports were received from various sources. The three malfunctions involved three patients with no patient consequences. The three female patients ranged from 32 ¿ 50 years of age; however, weights were not provided.